Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 430 mg/dl, which was treated with a bolus delivery. Customer reported that high blood glucose was caused by a leaking infusion set. Customer discarded infusion set and was not able to return for analysis.